Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and there was no problem identified in the unit during the test. According to customer, the set-up of the unit was causing the problem; they had the sensitivity set to low for the setting they were using in pressure mode.

Event description:
The customer reported that the lap top ventilator 1150 has an auto cycling problem. There is no information regarding patient involvement associated with the reported event.